Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven months following implant of this 29 mm bioprosthetic valve implanted in the tricuspid position, it was explanted. The valve was replaced with a 31 mm bioprosthetic valve of a different model. The reason for explant is unknown. No additional adverse patient effects were reported.